Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for the affected product is attached. Correction to d3 (country type and country), h6 (type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
15 pen needles affected by event. Device is not available

Event description:
I received a chat from a consumer about some needles having difficulty priming. Once I try another needle, it works fine. I have been averaging at least 15 needles per box that are unable to be used. I take 5 shots per day and this is getting very expensive, this has been going on for months! I ignored the fact because I am recuperating from a broken kneecap when I attempt to prime the needle, nothing comes out. And I try many times the latest box is ref (B)(4) and lot 3087278